Manufacturer narrative:
(B)(4). Date sent (B)(6) 2024 d4 batch #(B)(4). Corrected data d4: UDI# investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60g reload was returned with an opened package, unfired with the reload pan bent and partially dislodged from the left proximal side. In addition, 8 double drivers out of position, 1 single driver out of position, and 5 double drivers missing, making the reload non-functional. No functional test was performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge. A manufacturing record evaluation was performed for the finished device batch number (B)(4), and no non-conformances were identified.

Manufacturer narrative:
Pc-001714823. Date sent 10/18/2024. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot# 172c99 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Additional information was requested, and the following was obtained: please explain in detail what was the issue with the device. -the cartridge damaged while being installed into the jaw. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the product was damaged during installation.